Event description:
On 11/17/04, the patient contacted lifescan and reported that her one touch basic original meter was not powering on. Medical affairs specialist (mas) called and left a message for the patient on 11/18/04. A letter will be sent since there was no response back. The last time the patient was able to test on her meter was end of the month. It is documented that she was treated by a medical professional, but it is unknown what that treatment was. Mas had attempted to contact the patient to obtain further information regarding the treatment received and if a medical professional had tested her blood glucose. A result of 170 mg/dl was provided as taken on another device. During troubleshooting, she was asked to press the power button, but the meter still did not turn on. The batteries were checked and were correctly installed. The patient had recently changed the battery, but the issue still persisted. Based on the information provided, there is indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. However, there is no information to suggest that the patient experienced injury due to the product. This case is reported as a meter malfunction since the power issue was not resolved. A replacement meter and test strips were sent to the patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.